Event description:
It was reported that during surgery, the test resistor was used in which generator was seen to be malfunctioning. X-rays were taken and no anomalies were detected. The device history records of the generator was reviewed. The lead passed final quality and functional specifications prior to release. The explanted generator was placed in the mail and received by the manufacturer for analysis. No other relevant information has been received to date.

Event description:
The explanted product underwent product analysis testing. The reported low impedance suspected generator issue was confirmed in the pa lab and was determined to be related to the reed switch being stuck closed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had low impedance on their generator. X-rays were taken and no anomalies were seen. Patient will likely get a revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.